Event description:
It was reported that the patient fell down stairs two months ago and felt a shock during the fall. The patient did not feel stimulation and her device was not working. A physician indicated that the patient would have to have the device removed to do a MRI and patient was looking for a different doctor to check the device. The patient's device was for pain in her leg and up the back. The patient's back went completely out three days ago. Subsequent information received reported that the patient had a doctor's appointment in approximately three weeks. Further information received reported that the fall produced a "stinging" sensation rather than shocking or jolting. The patient did not feel her device was defective, just that it stopped working after the fall. Additional information has been requested, but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37742, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708360, serial# (B)(4), implanted: (B)(6) 2005. Product type: extension: product ID *unkn-ld, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).